Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the left common iliac artery, a fox plus balloon catheter was inflated and ruptured at 10 atm. Reportedly, a pinhole was observed in the balloon. A competitor balloon catheter was used to complete the procedure. The physician commented that the rupture occurred due to the lesion calcification. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.